Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received atps and a shock as programmed for vt2 zone. Based on egms, rhythm found to be svt with bigeminism and considered the shock inappropriate. Doctor increased vt2 cutoff from 164 to 181 bpm and adjusted treatment for the patient.